Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. A systems check was performed with tandem technical support and no issues were identified. The customer changed the cartridge and resumed insulin therapy.